Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range, high voltage lead impedance. Further lead testing was recommended. The lead remains implanted.